Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. When more information is available, a supplemental report will be submitted. (B)(4). Pending evaluation.

Event description:
It was reported to resmed that an astral device did not power on and displayed a safety reset alarm while using its internal battery. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device did not power on and displayed a safety reset alarm while using its internal battery. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was not returned to resmed. An investigation was performed on all available information. Review of the device data logs could not confirm the reported safety reset alarms, but did reveal occurrences of total power failures followed by abnormal reset alarm. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an intermittent connection with the battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).